Event description:
Pt undergoing percutaneous transluminal angioplasty and stent placement to lower extremities. After inflating balloon to recommended atm of 7 to deploy iliac stent, balloon ruptured after 30 seconds.